Event description:
This was an intraop adolescent scoli case t4-l5 with a siemens cios spin. We divided the case into three segments (l2-l5, t9-t11 and t4-t6) and reimaged the patient. Apparently, the technician cannot isolate the single scan, so all scans were transferred with the last one. During the navigation on the last segment, the image of the scan was kind of torn and the sagittal and axial plane looked alike. Reset software, hard did not help, did a hard shutdown and restart. The issue with the scan was still there and could not be solved. The last three trajectories were drilled with the robot, but screws were inserted freehanded.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "poor contrast in displayed images" for excelsius core spine-dfmea. The axial and sagittal views appeared on the monitor as expected. All implants were placed according to plan with no adverse effect to the patient reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is 6, or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.